Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock has rotational and lateral movement and a residue buildup was present. Unit had the plunger stud replaced due to the ratchet extension sticking. General maintenance, cleaning and replacement of worn components performed. Root cause - complaint confirmed via inspection of the unit. There was rotational and lateral movement in the lock and it required replacement of worn internal components. Probable root cause is routine use and wear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that there is a slight movement at the rocker arm on the mayfield modified skull clamp (a1059) when locked into place. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.